Manufacturer narrative:
Brand name - corrected from interlocking detachable coil to interlock¿-35 manufacturer name - corrected from boston scientific - (B)(4) to boston scientific - (B)(4). Upn - corrected (B)(4). Mfg site name - corrected from boston scientific - (B)(4) to boston scientific - (B)(4). (B)(4).

Event description:
It was reported that the coil was stuck on the catheter's tip upon removal. A 10mm x 20cm interlock¿-35 was selected for use. During the procedure, it was noted that the device was stuck halfway out of the catheter and would not deploy. The device was removed together as a unit with part of the coil protruding from the catheter's tip. The procedure was not completed due to this event. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual examination revealed that the distal end of the coil was protruding from the tip of the imager ii catheter. Dried blood was present in the coil. The interlocking arm was found detached and missing from the rest of the coil. The coil was stretched and easily removed from the tip of the imager ii catheter. No damages were observed in the imager ii catheter. Microscopic inspection of main coil was done. The zap tip has a smooth surface. The interlocking arm was found detached and missing. The delivery wire could not be measured because it was not returned. The coil dimensions that could be measured were found to be in specification and the number of proximal fiber bundles were below specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system." (B)(4).

Event description:
It was reported that the coil was stuck on the catheter's tip upon removal. A 10mm x 20cm interlock¿-35 was selected for use. During the procedure, it was noted that the device was stuck halfway out of the catheter and was unable to push the coil out of the imager catheter. The device was removed together as a unit with part of the coil protruding from the catheter's tip. The procedure was not completed due to this event. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the coil was stuck on the catheter's tip upon removal. A 10mm x 20cm interlock¿-35 was selected for use. During the procedure, it was noted that the device was stuck halfway out of the catheter and would not deploy. The device was removed together as a unit with part of the coil protruding from the catheter's tip. The procedure was not completed due to this event. No patient complications were reported and the patient's status was fine.